Event description:
Reportable based on device analysis completed on 16mar2022. It was reported that a kink occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified below the knee artery. A guidzilla ii was selected for use, but during the procedure, it was noted that the device got kinked. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that the collar was damaged.

Manufacturer narrative:
The device was returned for analysis. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Visual examination revealed that the collar was damaged. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.